Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the angle wire was detached, and up side angle was 0°. From above, the user may have thought angulation lock occurred however, occurrence of the angulation lock could not be confirmed. The exact cause of the cable breakage is unknown. Also, the reported leak test failure could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5, the customer also reported that the angulation becomes locked and can not disengage.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of broken cable was confirmed; the angle wire was detached. The failed leak test and the angulation lock-cannot-disengage allegations were not confirmed. Additional issues were identified during the device evaluation: plastic distal end cover insulation was at 20 mega; low angulation; angle wire detached; control knob had excess play in the up direction; distal end plastic cover had deep dents with scratches and multiple holes near the nozzle; object lens had a minor chip on the edge that was not affecting the imager; the light guide lens had a minor chip on the edge that was not affecting the image; and the bending section cover glue was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a diagnostic colonoscopy procedure while using the evis exera iii colonovideoscope, the cable had broken. The customer also reported that the device had failed the leak test. The intended procedure was completed successfully with a similar device. While the patient was under sedation, the scope was switched out, causing an additional ten (10) minutes of extension to be added to the procedure. There were no reports of patient or user harm associated with this event.